Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis and endosalpingiosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, cystitis, vaginal infection, vaginal discharge, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, genital haemorrhage, headache, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for bladder infection, vaginal infection, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) unknown results. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis and endosalpingiosis. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), cystitis ("bladder/urinary problems: bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), alopecia ("hair loss") and headache ("headaches"). The patient was treated with surgery (robot assisted total laparoscopic hysterectomy). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, cystitis, vaginal infection, vaginal discharge, alopecia and headache outcome was unknown. The reporter considered abdominal pain, alopecia, cystitis, genital haemorrhage, headache, pelvic pain, vaginal discharge and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for bladder infection, vaginal infection, vaginal discharge diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) unknown results. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly,no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 2-jun-2021: this case become serious incident. Mr received. Reporter's information added. Medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.